Event description:
It was reported that during a da vinci-assisted thyroid surgical procedure, one side of the ultrasonic scalpel tip broke and detached on the harmonic ace instrument. There was a risk of the broken instrument remaining in the cavity. The surgery was suspended, the patient's cavity was checked for damage and any remaining broken instrument tip, a new ultrasonic scalpel was used, and the surgery continued smoothly. The patient returned to the ward safely.

Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation.